Event description:
The customer returned the ureteroreno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a stuck forceps elevator and stuck angulation rod was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the stuck forceps elevator and the angulation rod, the cause was due to some form of stress, such as damage or deterioration of parts during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.